Event description:
It was reported that the physician could not interrogate the pt's generator. The physician felt this issue was with the programming wand, but this cannot be confirmed as the pt's generator was never successfully interrogated at appointment. No adverse events were reported. Attempts for further info have been unsuccessful to date.

Event description:
The programming wand was returned to the manufacturer as the physician felt it was not working. Analysis of the wand revealed no anomalies with it. Attempts for further information regarding patient and event have been unsuccessful to date.